Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 4/12/2022, it was reported by an arthrex employee via email that an ar-8917ds mini tightrope kit sutures have some wear and when tying the knots on the buttons, the sutures broke and button could not be fixed. This was discovered after implanting the anchor and removing the inserter shaft during a lisfranc lesion repair on (B)(6) 2022. Additional information received on 4/18/2022: after the sutures broke, the anchor remain in the patient and all suture fragments were removed. Case was completed using an ar-8911ds mini tightrope repair kit from lot number 14496584.